Event description:
A doctor's office alleged that seven (7) patients had experienced a debonding of restoration after placement with the maxcem elite product. This is the second of seven (7) reports.

Manufacturer narrative:
Patient specifics with regard to age, gender and weight was not provided by the doctor. The doctor cleaned and re-cemented the crown for the patient using the same product, without further incident. To date, the patient is doing fine. An 'adhesive strength' test of the returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.